Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the lead was removed.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead was removed.

Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was capped and replaced. No patient complications were reported as a result of this event.